Event description:
It was reported to medtronic neurosurgery that the customer was not able to adjust the valve post operatively. According to the report, after multiple attempts they decided to replace it. The report stated that the patient experienced high pressure headaches as the valve wasn't able to be adjusted.

Manufacturer narrative:
The valve was patent. It met the requirements for reflux, leak, pressure-flow and pre-implantation testing. The valve could be adjusted to all pressure levels within a single attempt. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris in the interior and the exterior of the device. Debris within the valve may have temporarily interfered with the valve adjustment mechanism, resulting in a non-adjustable valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. (B)(4).